Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the strings broke off the tampons when she opened the package. She also had the string break while she was using the tampon. No injury was reported.